Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a rewinding and a sound anomaly. Customer's blood glucose level was not provided at the time of the incident. The customer stated that they could hear the insulin being delivered into them. It was also stated that the motor would make a noise when insulin was being delivered. Troubleshooting was not provided. The insulin pump will not return for analysis.